Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer stated her sensor readings were 86 and 125 mg/dl. Her blood glucose levels were 145 and 120 mg/dl. Troubleshooting was performed and it was noted the customer inserted the sensor in the right flank. Customer was advised how to properly calibrate the sensor with the insulin pump. Customer was advised to monitor the sensor and to replace if issues persisted. Customer agreed to return the sensor for analysis.